Event description:
The catheter was found to be fractured at a pump replacement procedure. The catheter was also replaced. The drug being administered via the pump was morphine. Additional information has been requested.

Manufacturer narrative:
(B)(4).